Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2020 the lens was exchanged with a longer length lens and the problem was resolved. Postoperative report indicated a bioptics is planned for the patient. H6 - patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, surgeon will exchange lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.